Manufacturer narrative:
Other relevant device(s) are: model: 9733361. Analysis: work order completed/passed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system was not powering when connected to a known working power outlet. All connections to the isolation transformer were firm and connected. There was no patient present at the time of the event.